Event description:
The device was tested and the test showed that it had loose stud. No patient consequence.

Manufacturer narrative:
Evaluation summary: the hp054 hand piece was returned with a loose mount. It was tested on a generator and gave an error code 5. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument.